Event description:
(B)(6) uses the perkinelmer specimen gate screening center ((B)(6)) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When (B)(6) software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. For instance in (B)(6), the result code "tpn" means "total parenteral nutrition". Tpn, denoted on the dried blood spot collection device, is entered into the software when the sample is received by the laboratory. The laboratory recognizes tpn can falsely elevate certain analytes above normal limits. In tpn cases the laboratory has an established practice to state in the patient report "known tpn" rather than state an abnormal interpretation for those tpn-influence analytes. The lab then requests the hospital to collect another sample for testing once the newborn has completed tpn feeding. In the reporting phase, (B)(6) evaluates any result codes associated with the analytical result against the library of defined result codes which directs the software on which analytical result interpretation to print in the report. In the case of (B)(6), the result code tpn had not been defined in the library. When (B)(6) evaluated the tpn result code, the code was not found in the defined result code library. In this situation (B)(6) is configured to use a default determination which is "normal". The laboratory identified the error in the patient report and corrected the error prior to the laboratory releasing the report. The second sample obtained after the newborn completed tpn feeding was tested and all results were within normal limits. The report on the second sample was reported on mar 26, 2015. (B)(4).